Event description:
It was reported that the monopolar curved scissors instrument was broken at the shaft. It was also reported that no instrument components fell inside of the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the tube extension is dislodged from the main tube. The entire tube extension wall is broken at the transition between the thin wall and the .330 inch diameter ring. As a result, the tube extension can be rotated 360 degrees. Tube extension is missing a .150 inch by .220 inch section as a result of breakage. Damage may be due to excessive side loading. Lack of a radius at the transition may have also contributed to breakage. Engineering also observed the distal end of the main tube has a couple of scratches with material removed, both within .500 inches of the tube extension. Based on the location and appearance, the scratches were most likely caused by instrument collisions or some sort of user mishandling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.